Event description:
According to customer there was a hole in the package (tyvek pouch) which was the sterile barrier. The hole was discovered before use of the device and the device was never implanted. The device was returned to the manufacturer for evaluation but without the tyvek pouch. The investigation was closed because lack of information. No other complaints have been reported to the manufacturer concerning hole in the package (tyvek pouch).